Manufacturer narrative:
Without a device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer was not able to power on. When it was tried again, the programmer powered on, but then later shut itself off. After the programmer was rebooted, the status bar showed battery power operation, even though it was plugged in to line power. The alternating current power was disconnected, the programmer shut down. A new battery and power supply were ordered for the programmer. No patient complications have been reported as a result of this event.